Event description:
On (B)(6) 2011 the pt's wife reported the pt experienced elevated blood glucose, bent infusion set cannulas, and leaking for 2 months while using the infusion sets. His blood glucose measured 300-400 mg/dl. His normal blood glucose level is less than 200 mg/dl. He would begin to feel ill and boluses would not lower his blood glucose. He would change the headset and find the cannula bent. At times he would smell insulin and the headset adhesive would be wet. The pt either boluses through the infusion device or his wife assists him in injecting insulin via syringe. The wife stated when the headset was removed there was a visible imprint of the cannula on his skin. The wife stated the introducer needle was difficult to remove from the headset and sometimes this would pull the cannula out. He would notice the issue within a couple of hours. The pt did not require treatment from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
Eval, method and results: no product will be returned for eval.